Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.guide wire: csistent: smart 7x100(B)(4)- incorrect anatomy and failure to follow steps/instructions. The device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Evaluation summary: the embolic protection system (eps) was returned with blood inside the filtration element and on the shaft of the retrieval catheter, consistent with the reported information that the product had been used. There was no saline visible. The filtration element was deployed out from the retrieval catheter on a non abbott guide wire. There was a tear in the middle portion of the filtration element. The material at the tear was jagged. There was no other damage noted to the eps. A non abbott guide wire was frozen inside the retrieval catheter. The tip of the non abbott guide wire was protruding 8cm out from the distal end of the retrieval catheter. Difficulty retrieving the filtration element may include, but is not limited to, patient anatomical conditions, stent post dilatation strategy, lack of guide catheter support or interaction between associated devices. In this case, a conclusive cause for the difficulty retrieving could not be determined. However, the damage noted to the filtration element may be due to the procedural attempts to retrieve the filter (possibly with force), and may have contributed to the difficulty. It was noted that the device was returned with a non abbott guide wire. The instruction for use (IFU) warns: only use the barewire filter delivery wire. Use of any guide wire other than the barewire filter delivery wire will lead to the loss of the filtration element or an inability to retrieve the filtration element. In this instance, it could not be determined if use of the non abbott guide wire contributed to the reported difficulties. Reportedly, the emboshield nav6 was being used to treat the left popliteal artery. It should be noted that the IFU states: the emboshield nav6 embolic protection system is indicated for use as a guide wire and embolic protection system to contain and remove embolic material (thrombus / debris) while performing angioplasty and stenting procedures in carotid arteries. It could not be determined if the off-label use caused or contributed to the reported difficulties. A conclusive cause for the reported difficulties retrieving the filtration element and subsequent damage noted to the filter could not be determined. A review of the device lot history record did not reveal any non-conformities which could have contributed the reported event. As part of the manufacturing quality process, all embolic protection devices are visually inspected for damage. In addition, a sampling of units is visually, dimensionally and functionally inspected.

Event description:
It was reported that during the procedure in the left popliteal artery, the emboshield nav6 embolic protection device was advanced over a non-abbott guide wire and deployed successfully. A smart 7 x 100 stent was deployed. The emboshield retrieval catheter was advanced over the non-abbott guide wire and the filter could not be completely captured into the retrieval catheter. The filter was withdrawn partially exposed from the retrieval catheter and was successfully removed through the sheath. Outside of the anatomy it was noted that the filter was collapsed and torn. There was no adverse patient effect. Though requested no additional information was provided.